Event description:
The user facility reported that the reliance synergy washer was leaking steam from the unit and the fire alarms were triggered. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the condensate return hose separated from the drain manifold assembly. The technician reconnected and secured the hose, ran test cycles and returned the unit to service; no further issues reported. The unit is under steris service contract and preventative maintenance was performed on (B)(4) 2012 when the unit was found to be operating properly.